Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was found that during an active directory (ad) migration, permissions for the ad synchronization service account had been removed and the configuration remained incorrect. A technical support specialist (tss) and system engineer attempted to connect to the ldap server to perform ad synchronization. The issue was only partially resolved because the production servers could not fully recognize the domain infrastructure. The root cause was identified as the domain migration, during which the previous managed service provider modified the permissions on the ad synchronization service account. The customer¿s new hospital it team created a new ad sync service account and assigned the correct permissions using active directory users and computers (aduc). This action restored ad sync connectivity to domain-01. During troubleshooting, the customer¿s it team requested testing against a trusted domain. The connection to the trusted domain was successful; however, the pyxis user group did not exist in that domain. As a result, all domain user accounts were temporarily removed from es. Once ad sync was reconnected to domain-01, all domain user accounts repopulated successfully, and users were able to log in without further issues. The system engineer had confirmed that the issue has been fully resolved on their end. The system functioned as intended after technical support specialist and hospital it team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to log in to all the station. There were no adverse events or injuries reported based on this event.